Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 13.3 cm and exposed the proximal coil. The proximal coil was rubbing against the pulse generator can which resulted in a noise anomaly. Abrasions are indicative of exposure to constant friction with another implantable device.